Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the diagnostic code for high blower temperature in the device error log. The rse advised the customer of the next steps in troubleshooting and repair per the v60 service manual. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting a high blower temperature message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm or other patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the diagnostic code for high blower temperature in the device error log. The rse advised the customer of the next steps in troubleshooting and repair per the v60 service manual.